Manufacturer narrative:
Drive count confirmed during testing. Failure isolated to motor assembly. Could not perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test nor the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer's blood glucose level was 180 mg/dl. The customer stated that they were able to clear the alarm but not able to rewind the pump. The insulin pump will be returned for analysis.